Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with a permanent scs system on (B)(6) 2018. Postoperative, the patient reported paralysis in their lower extremities. As a result, the patient was taken back to the operating room the same day wherein the system was explanted. During the explant, the physician discovered a hematoma. Neuromonitoring after the explant reported the patient's sensory signals were returning to normal. In turn, a drain was placed as precaution to reduce the changes of bleeding to occur again.

Event description:
Further follow-up indicates the patient regained function once the hematoma was removed. The drain was removed 3 days after and the patient was hospitalized overnight.